Manufacturer narrative:
The na electrode lot number is dkn, and the expiration date is 15-feb-2026. The qc was not acceptable. The alarm trace showed "abnormal aspiration (sample probe)" and "sample short" errors. The field service representative found that the internal standard tubing was pinched. He replaced the tubing, performed primes, air purges, and checks and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas 8000 ise 1800 module. The initial result was 132 mmol/l. The repeated result was 145 mmol/l. The repeated result was obtained on another module and was believed to be correct. A negative anion gap result prompted the sample to be repeated.